Manufacturer narrative:
(B)(4).

Event description:
It was reported that the merlin.net transmission revealed several episodes of non-sustained rv oversensing due to post-paced t-wave oversensing. Programming changes were made. No other issues have been reported. The patient is in stable condition.